Event description:
Olympus inspected the device at olympus service operation repair center (sorc) and found that the adhesive of the objective lens was peeled off. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at sorc. As a result of the evaluation, the following was confirmed. The label of the video connector was peeled off. There was a scratch on the endoscopic image. Due to the stretch of the angle wire, the angulation was insufficient. The adhesive of the bending section rubber was chipped. The control section, grip unit, right/left plate, remote switch 1, video connector, light guide connector, and video connector case were scratched by external factors. The universal code was crushed. The video connector and the video connector case were cracked due to external factors. The exact cause of the reported event could not be conclusively determined. However, the reported event may have been caused by peeling or chipping due to impact such as dropping, repeated excessive wiping of the outer surface of the distal end, or chemical deterioration by chemicals. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.